Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: a visual examination of the returned device confirmed that the balloon was unfolded had been subjected to positive pressure and deflated. A visual and microscopic examination identified blood inside the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied when a balloon pinhole leak was identified in the balloon material located approximately 10mm proximal of the proximal markerband. The rated burst pressure of this mustang device is 14 atmospheres. No issues were identified with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination identified no issues with the tip or markerbands that could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon leak occurred. The 90% stenosed target lesion was located in the moderately tortuous and non calcified vein. A 10.0x40 75cm mustang¿ balloon catheter was advanced to dilate the lesion. However, during the first inflation, leakage of the contrast media was noted from the connection part of the balloon and shaft but the balloon did not rupture. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good.